Event description:
During a colostomy reversal, the surgeon was attempting to pop-off from the suture and the needle broke. The tip remained in the needle holder and the rest of the needle was a small fragment that could not be located on the surgical field or the floor. X-ray was performed and nothing was visualized in patient's abdomen. Surgery was finished and patient went to recovery room in stable condition. None of the needle or suture was saved.